Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: snaring of migrated stent. Device issue: stent migration. It was reported that the mid lad was pre-dilated with two balloons from another company and the 2.5 x 28 mm promus was deployed. Next, a 3.0 x 15 mm nc voyager was used for post-dilation. Then the 3.0 x 18 mm promus was deployed proximal to the first stent. A 3.5 x 15 mm voyager was used for post-dilatation, and when the catheter was removed, it was noticed that the stent had migrated. A snare device was used to successfully remove the stent. A new stent was used to complete the procedure. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Product performance engineering was unable to perform an eval at the time of this report. Eval summary: qa analysis revealed that the stent delivery system (sds) was not returned. Only the stent implant was returned. There was blood and contrast on the stent implant. The struts in the entire length of the stent implant were stretched and mangled. There was no other damage noted to the stent implant. The distal end of the snare device used in the procedure was returned. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.